Manufacturer narrative:
This report is submitted july 11, 2017.

Event description:
Per the clinic, the patient underwent revision on (B)(6) 2017, due to a tip fold over of the electrode array during initial implantation. Following revision, a radiological assesment was performed and it was determined that the tip foldover was still present. A further revision surgery was attempted; however, aborted, following a review of post op radiological images. The implanted device remains insitu. Additional information has been requested; however, not yet made available as of the date of this report.